Manufacturer narrative:
It remains unknown if this device is available for return and evaluation. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. In this case, it was reported that the coronary artery occlusion caused myocardial ischemia and the patient died on post-operative day 3. Cause of death was not provided. Without return of the device for evaluation, we are unable to confirm the clinical comments provided by the health care provider or investigate into the root cause for explant of this device. If new information is received, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a model 21mm aortic pericardial valve was explanted at implant due to coronary artery occlusion causing myocardial ischemia. The patient underwent aortic and mitral valve replacement and the surgery was reported to have been more than 11 hours. The patient left the op room under extracorporeal membrane oxygenation (ECMO) support. The patient was reported to have expired on post-operative day 3. No additional details have been made available.